Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis has confirmed that one of the of the washers on the jaw cover at the distal end was found to be dislodged. The washer was returned with the synchroseal instrument and no pieces were missing. The washer did not exhibit any physical damage. The pivot pin remained installed at the jaws. The jaw cover did not exhibit any signs of tearing. No additional damage was found. Review of the logs found no failures related to the reported instrument. The reported failure was attributed to mishandling/misuse. System log review confirmed that the synchroseal instrument was last used on (B)(6)2022 with 0 uses remaining on sk4890. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The ring was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy the customer observed a small metal ring on top of the patient's uterus. The ring was thought to be from the synchroseal instrument that was in use at the time. The ring was retrieved, the instrument was removed, and a new synchroseal instrument was opened to complete the procedure. Intuitive surgical inc. (Isi) followed up with the customer. It was confirmed that the metal ring was retrieved from the patient during the same case. The surgeon visually confirmed that the metal ring from the instrument was retrieved. There was no report of patient harm as a result of this issue. No other information was available.